Event description:
On (B)(6) 2010, therakos received a report of a leak on the upper part of the centrifuge bowl during treatment. Treatment was aborted and returned blood manually. The pt did not receive an unplanned transfusion and did not have an extension of hospitalization due to this event.

Manufacturer narrative:
Batch record review of xts kit lot y718 showed that the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).